Event description:
It was reported that there had been a balloon rupture. A percutaneous coronary intervention was being performed on a 75% stenosed, moderately tortuous and severely calcified in-stent restenosis lesion in the proximal right coronary artery. The 10mm x 3.50mm wolverine coronary cutting balloon was dilated once to 16 atmospheres for 20 seconds at which point it ruptured. The procedure was completed with another of the same device without any patient issues. The device was returned and analysis was completed. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when liquid was noted leaking from a pinhole leak in the balloon material. The pinhole was located at the proximal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the damage identified. The rate of burst pressure of this wolverine device is 12atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified multiple kinks along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that could have contributed to the complaint incident. There was evidence that the device was used in a manner inconsistent with the labelled indications. The wolverine balloon ruptured at 16atm (atmospheres), this exceeded the rated burst pressure of 12atm (atmospheres).